Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Event description:
During a stenting procedure to the left iliac artery, the physician advanced the 8 x 39mm palmaz genesis stent through a 6f brite tip sheath which was positioned to the ostium of the left iliac. The physician retracted the sheath to expose the stent and tried to reposition the stent by retracting into the sheath. The palmaz genesis stent became dislodged from the balloon by the end of the brite tip sheath when trying to recapture. After several attempts to retrieve the stent using a wire and balloon, a decision was made to deploy it in the external iliac. The ostium of the iliac was treated in a kissing stent technique and the procedure was successfully completed. There was no patient injury associated with the procedure. There were no problems reported with the brite tip sheath. The sds was prepped according to IFU guidelines outside the body. During prep, the stent was not manipulated. The stent was properly mounted on the system when inspected prior to use. Approach was made from the femoral artery. A contralateral approach was not used. The sheath or the sds did not kink at anytime. No other cordis products were used during the procedure. The target vessel/lesion was not calcified, tortuous or in acute angle. The percentage of stenosis before predilating with pta balloon was >75%. After balloon dilation 50%.

Manufacturer narrative:
Complain conclusion. During a stenting procedure to the left iliac artery, the physician advanced the 8 x 39mm palmaz genesis stent through a 6f brite tip sheath which was positioned to the ostium of the left iliac. The physician retracted the sheath to expose the stent and tried to reposition the stent by retracting into the sheath. The palmaz genesis stent became dislodged from the balloon by the end of the brite tip sheath when trying to recapture. After several attempts to retrieve the stent using a wire and balloon, a decision was made to deploy it in the external iliac. The ostium of the iliac was treated in a kissing stent technique and the procedure was successfully completed. There was no patient injury associated with the procedure. The target vessel/lesion was not calcified, tortuous or in acute angle. The percentage of stenosis before predilating with pta balloon was >75%. 50% after balloon dilation. There were no problems reported with the brite tip sheath. The stent delivery system (sds) was prepped according to IFU guidelines outside the body. During prep, the stent was not manipulated. The stent was properly mounted on the system when inspected prior to use. Approach was made from the femoral artery. A contralateral approach was not used. The sheath or the sds did not kink at anytime. No other cordis products were used during the procedure. The stent remained implanted in the patient. The delivery system was not returned for analysis. Review of lot 15960203 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported ¿dislodged-in patient/while pulling back into gc/sheath¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be conclusively determined. Based on the information available for review procedural factors (repositioning of the stent by retracting into the sheath) may have contributed to the difficulty experienced by the customer. The IFU cautions, ¿after completely retracting the csi, do not re-advance the it over the positioned stent to avoid dislodging the stent.¿ neither the DHR nor the information available for review suggests that the difficulty experienced by the customer could be related to the design and manufacturing process of the device; therefore, no corrective action will be taken.